Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0049 showed eleven other similar product complaint(s) from this lot number. The complaints for this lot number (recr0049) have been reported from the same facility in (B)(6).

Event description:
"It was reported that redness, tenderness developed at the access site. The patient with lymphoma cancer underwent PICC placement on (B)(6) 2019 to protect peripheral vessels. The patient was discharged from the hospital on (B)(6) and returned on (B)(6) complaining of redness at the access site. Immediately checked the PICC and found redness at the puncture site, and tenderness occurred. Removed the dressing and observed little fester, and strictly disinfected the site following the surgeon's advice. Discharged after exchanging for hydrocolloid dressing. During follow-up call on july 30, the patient stated the redness resolved. On (B)(6), the patient returned to the hospital for catheter maintenance, and reduced exudate was noted at the access site. "